Event description:
A restraint was applied to the pt on the left wrist and was later found torn off at the stitching attached to the twill strap. The original intended procedure was restraint of the pt. Device usage problem was that the device failed. No injury was reported. The issue was reported through medwatch as other serious (important medical events) under the outcomes attributed to adverse event section.

Manufacturer narrative:
No further info is available at this time. We will provide follow up report if additional info becomes available.